Event description:
Balloon was introduced into dialysis a/v graft of pt's left forearm using sheathless technique. Firm force was needed to cannulize vessel over guide wire. Upon extraction the balloon became separated from the shaft, requiring snare wire retrieval from vessel. The balloon had also burst during inflation period. The pressure was between 15 & 18 atms. (Max recommended atm is 15).